Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2015 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient, implanted with medtronic devices, has a suspected lead fracture, and the physician has recommended replacement of the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).